Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient expired due to a large cerebral thrombus.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. One controller and four batteries were not available for analysis. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: model #: 1420-controller/serial or lot#: con319035 UDI #: (B)(4) FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67 model #: 1650de / serial or lot#: bat600472 UDI #: (B)(4) FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67 model #: 1650de /serial or lot#: bat600474 UDI #: (B)(4) FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67 model #: 1650de /serial or lot#: bat600476 UDI #: (B)(4) FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67 model #: 1650de / serial or lot#: bat600477 UDI #: (B)(4) FDA method code(s): 4114 FDA results code(s): 3221 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420-controlled/catalog #: 1420-controller/expiration date: 31-jan-2019/serial or lot#: (B)(4), UDI #: asku. Device available for evaluation? No. Mfg date: 29-jan-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/catalog #: 1650de/expiration date: 31-may-2019/serial or lot#: (B)(4), UDI #: asku. Device available for evaluation? No. Mfg date: 22-may-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/catalog #: 1650de/expiration date: 31-may-2019/serial or lot#: (B)(4), UDI #: asku. Device available for evaluation? No. Mfg date: 23-may-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/catalog #: 1650de/expiration date: 31-may-2019/serial or lot#: (B)(4), UDI #: asku. Device available for evaluation? No. Mfg date: 22-may-2018. Labeled for singel use? No. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de/catalog #: 1650de/expiration date: 31-may-2019/serial or lot#: (B)(4), UDI #: asku. Device available for evaluation? No. Mfg date: 23-may-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found dead at home. The cause of death is unknown.